Manufacturer narrative:
Event details added to b tab. Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of unintended plastic material on the catheter could not be confirmed from the 20g insyte autoguard device that was returned from lot number 4310283. A visual and microscopic examination revealed no damage or defects on the IV catheter. The catheter tip was acceptable according to the visual standard. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Event details: an emergency room nurse alerted me today to the presence of a foreign body, presumably a small piece of hard plastic on the outside of the catheter adapter of a short autoguard 20g 25mm kt ref 381833, lot 4310283, which she saw while pushing the kt into a patient's vein. She immediately removed the kt. This small piece (which she calls a ¿spangle¿ in her statement) fell to the floor as the kt was withdrawn. With other colleagues, she opened a dozen other kts from the same batch and found a similar small piece on a 2nd kt that I recovered and visualized. As no other batch of this size was available in the pharmacy, I was unable to quarantine this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: